Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3 was jammed. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ d es hhcubie drawer 3.2 requires maintenance. Case: (B)(4)¿ es - main drw 3.2 has failed. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was jammed and stuck. A field service engineer replaced the damaged drawer rail. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 was jammed. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.